Event description:
Customer reported that the internal foam spacer, placed around the display monitor (between the display lens and display component), moved up and is now covering the bottom portion of the device's display. The foam spacer movement along the lower edge of the display was reported to obscure the prompts and most likely covered the low battery indication in the status message area. There was no reports of pt involvement associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio repositioned the internal foam spacer around the display and replaced the front case assembly as a pre-caution measure. Proper device operation was confirmed through functional and performance testing and the device returned to the customer for use.